Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had a loose radio frequency programmer head port. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a loose radio frequency programmer head port. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that there was a loose radio frequency programmer head connector. Analysis also found that the programmer was unable to interrogate certain implantable device models wirelessly. No stylus was returned with the programmer. (B)(4).